Manufacturer narrative:
(B)(4). The reported complaint for "product kinked" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "product kinked and ruptured after usage". Additional information states that to continue therapy, another iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-01075.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "product kinked and ruptured after usage". Additional information states that to continue therapy, another iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-01075.

Manufacturer narrative:
Qn #: (B)(4). Returned for investigation was a 30 cc 7.0 fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 30cc driveline tubing. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the central lumen was noted at approximately 49.8 cm from the iab luer. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 70.5 cm from the iabc luer. The iabc dis-tal tip was separated and no longer attached to the central lumen at approximately 1.6 cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. Least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60 cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lu-men. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were de-tected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the bro-ken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 60.5cm from the luer; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood and debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "product kinked" is confirmed. During the investigation, the iabc central lumen was noted damaged within the iabc flex-tip assembly area. Additionally, the iab distal tip was noted separated from the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "product kinked and ruptured after usage". Additional information states that to continue therapy, another iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR # 3010532612-2024-01075.